Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system would get stuck at the "connecting to ip address" screen. The system had been on for approximately 5 minutes and the camera had light and beeped upon boot-up. The self-test showed main cart pcoip as unavailable. At the time of the call the rep did not have an instrument to attempt tracking, but rebooting the system resolved the issue. No patient was involved with this issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pcoip was replaced and the issue was not resolved. The computer was then replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The pcoip was returned for analysis. Functional testing found that the component was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-01-30: the representative noted that he was on site and the camera was functioning normally. The confirmed that the pcoip splash screen appeared on the monitor before displaying connecting to ip. The rep reseated all connections on the pcoip client and the monitor continued to disconnect. The pcoip client cycled frequently after reconnecting. Sending matt a replacement pcoip. On 2019-02-06 the rep called in and said that the issue was not resolved by replacing the pcoip. Ts had him bypass the cart to cart cable but the issue did not resolve. Ts noticed only a red light on the main cart computer pcoip which should have a green light as well. Created part shipment for replacement computer.

Manufacturer narrative:
(B)(4) was returned to the manufacturer for analysis. Analysis found that the part failed checkpoint verification and found that lan port 3 did not function. Analysis found that the reported event electrical issue. The computer (B)(4) was also returned for analysis. Analysis found that there were no failures with the returned component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the central processing unit (cpu) was needed to be replaced. The representative went back to the site and replaced the cpu. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.